Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure, the patient experienced restenosis. The patient was initially treated with an unknown size taxus liberte stent. In (B)(6) 2009, a follow-up coronary angiogram was performed. It was noted that restenosis occurred in the proximal right coronary artery (rca). The lesion was 99% stenosed and 3.5mm in diameter. Per the physician it was difficult to perform additional percutaneous coronary intervention for this lesion. A coronary by pass grafting was scheduled for treatment. In (B)(6) 2010, it was noted that the patient had pancreas cancer. In (B)(6) 2010, the patient was re-hospitalized due to pancreas cancer. The patient was given palliative care and expired 3 days later.

Manufacturer narrative:
Device is a combination product.device evaluated by manufacturer - the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed.the root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).